Event description:
The customer reported image intermittently, goes to blackout during service involving an olympus autoclavable camera head. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.